Event description:
It was reported that approximately nine years and three months post port placement during a removal procedure, there was allegedly a segment of the catheter that had adhered to the vessel and was unable to be removed. It was further reported that the port body and the part of the catheter was removed. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the DHR review is not available because the corporate lot number is unknown. Investigation summary: one MRI port with attached catheter segment was returned for evaluation. Visual, tactual, functional and microscopic evaluations were performed. While the original complaint of difficulty of removal could not be confirmed from available evidence, the investigation is confirmed for a catheter break, specifically due to flexural fatigue. The samples received were one MRI port, one cath-lock, and one groshong catheter, with a break at the end of the catheter and one kink, along with another small piece of tubing. Microscopic evaluation found the residue to be granular. The distal tip was observed to be rough, uneven, and granular in texture. The bend noted occurred at a deposit of residue and consisted of a nearly lateral kink. The distal end of the catheter was shaped as a very flattened oval and manifested nearly axial splits at one corner of the oval, in the blue material. Some of the break surface appeared smoothed. There appeared to be residue inside the catheter at the distal end. The small piece of tubing appears to be the catheter lock strain relief separated from the catheter lock. It manifested a longitudinal split over the majority of its length in the blue material. However, the identified split is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The split in the small piece of tubing which appears to be the catheter lock strain relief separated from the catheter lock is of unknown origin, but may have been incurred during removal of the port. Labeling: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that post several years of catheter placement, there was alleged difficulty to remove the catheter as a segment adhered to the tissue. It was further reported, the port body and a segment of the catheter were removed, however, another segment of the catheter remains in the patient. Current patient is unknown.